Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down arrow and ok button presses did not activate desired pump functions. The up arrow and contrast buttons required excessive force to activate a response. During investigation, all buttons were observed to be misaligned. It was also observed that all buttons do not always spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up arrow button is not responding. It was also reported there are no signs of structural damage and there is no exposure to water.